Event description:
A tear was found on the pigtail distal end of the ureteral stent upon removal of the device from the package. This occurred outside the patient and there were no patient complications involved.